Manufacturer narrative:
Insulin pump received with hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio or vibrate anomaly or absence of alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that in audio test of the insulin pump did not vibrate during the vibrate test portion of the self-test. The customer¿s blood glucose level was unknown at the time of the incident. The customer was reported that they did not hear beeps when audio volume settings were saved. The customer was assisted with troubleshooting for vibrate anomaly. The insulin pump will be returned for analysis.